Manufacturer narrative:
Concomitant medical products: product ID 3093-28, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative during the replacement of the implantable neurostimulator (ins), the hcp found that the lead was frayed, and decided to remove it. When the hcp was removing the lead it broke and one part of the lead remained in the patient. It was noted the patient was to undergo a further revision to remove the piece and have a new implant. The hcp suspected a high dose of radiation may have cause the lead to fray. The rep noted they had planned the removal of broken electrodes. The rep stated there was schedule surgery for complete removal and new implant. The rep stated the issue was not resolved at the time of the report. It was noted that surgical intervention was planned, but had not occurred. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.